Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause was unknown. The patient was hospitalized with an estimated hospital stay of approximately two more weeks from the time of the report. The patient was treated with a bolus of unknown antibiotics. The patient's effluent was reported to be clear again but they remained hospitalized for other unspecified medical reasons unrelated to the peritonitis event. Action taken with pd therapy was not reported. Additional information is not available.